Manufacturer narrative:
The user reported having two severe hypoglycemic events; however the exact dates of these events were not provided. Therefore, the event date (b3) is not provided in this report. Device functionality at the time of the hypoglycemic events cannot be assessed through log data as the event dates are unknown. The user remains ongoing on their twiist pump. No product has been returned to millyard advanced medical products, llc for evaluation. Based on the information available for assessment, a relationship between the twiist automated insulin delivery system and the reported symptoms could not be determined. Efforts to obtain additional information are ongoing. Any new, relevant information will be submitted in a supplemental report, as applicable.

Event description:
An initial event notification was received by millyard advanced medical products, llc, on 02-feb-2026. The user reported that they experienced two severe hypoglycemic events since initiating therapy with the twiist automated insulin delivery (aid) system. The user reported a blood glucose value of 40 mg/dl and experiencing symptoms including sweating and confusion; however, it is unknown if this information is associated with one or both events. The user reported treatment with glucagon and confirmed they did not seek medical attention. The user further reported that they believed the events were related to being overly aggressive with insulin dosing and physical activity. The user remains ongoing on their twiist aid system.